Manufacturer narrative:
No RMA has been initiated for this issue. Model 3gar-cg, serial number/date (B)(4) is approximately 10 months old. The owner's manual part number 1143151 rev I ((B)(4) 2011) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male, (B)(6). The consumers preexisting medical condition states he is a quadriplegic. The consumers medication regimen is unknown. The consumers technique while using the device is unknown but he is described as an "extremely active user". The maintenance history of the device was stated as replacing torn arm pads and replacing tires that have come off the rims. The dealer called and wanted to clarify first that the incident with the consumers broken leg was not with his (B)(4) invacare power chair. The consumer also has an omega trek that he uses for hunting and allegedly broke his leg in that power chair. The dealer also stated that the consumer is having electrical issues with his invacare (B)(4) power chair. The consumer stated that his invacare (B)(4) power chair has tilted by itself and that his programming has reset by itself (lost all settings). The dealer has assessed the chair and is unable to duplicate the electrical issues. The dealer stated that the chair allegedly tilts on its own at cleveland cavalier games only. Invacare advised the dealer that we will be sending out a claims engineer to look at his chair. At this time the tbm has confirmed that the consumer's chair was repaired and will not be returned. Page 36 of the owner's manual states the following: "powered wheelchairs and motorized scooters (in this text, both will be referred to as powered wheelchairs) may be susceptible to electromagnetic interference (emi), which is interfering electromagnetic energy (em) emitted from sources such as radio stations, tv stations, amateur radio (ham) transmitters, two way radios, and cellular phones. The interference (from radio wave sources) can cause the powered wheelchair to release its brakes, move by itself, or move in unintended directions. It can also permanently damage the powered wheelchair's control system". "The sources of radiated emi can be broadly classified into three types: hand-held portable transceivers (transmitters-receivers with the antenna mounted directly on the transmitting unit. Examples include: citizens band (cb) radios, "walkie talkie", security, fire and police transceivers, cellular telephones, and other personal communication devices). Medium-range mobile transceivers, such as those used in police cars, fire trucks, ambulances and taxis. These usually have the antenna mounted on the outside of the vehicle; and long-range transmitters and transceivers, such as commercial broadcast transmitters (radio and tv broadcast antenna towers) and amateur (ham) radios. Some cellular telephones and similar devices transmit signals while they are on, even when not being used. Other types of hand-held devices, such as cordless phones, laptop computers, am/fm radios, tv sets, cd players, cassette players, and small appliances, such as electric shavers and hair dryers, so far as we know, are not likely to cause emi"

Event description:
Customer allegedly panicked and didn't stop his chair with the sip-n-puff causing him to become pinned by his ramp, resulting in a broken leg. Also, allegedly the chair would tilt on its own and the programming has reset by itself. Serious injury alleged.